Event description:
Additional information was received on 12april2021: a dry dressing was applied after the tr band was removed. There was no bleeding at the access site. Skin tear was at the edge of the tr band and the patient's skin was very thin.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed based on the severity of the complaint allegation. Based on the information given, it is likely the skin tear was caused by movement of the patient's wrist (possibly from patient bending their wrist or from initial improper placement of the tr band). It is likely the patient's wrist rubbed up against the rigid plate of the tr band causing a small skin tear during removal. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 28april2021: the tape was not used to firmly secure the device on the patient. They do not use tape. The recovery nurse thought it was from the access site but discover it was a small skin tear at the edge of the band. The skin was not attached to the band.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter occupation - study coordinator. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a patient incurred a skin tear on the right wrist with a tr band device. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 08february2021: the skin tear is a partial or complete separation of the outer skin layers from the inner tissue. This occurred when the tr band was being removed. The procedure being performed prior to the tr band being used was a peripheral angio and intervention. The patient did not suffer from any harm and a band-aid was placed. There was no noticeable damage to the device. Additional information was received on 21february2021: the remaining air was removed from the tr band. The small skin tear was noted by the insertion site. Dry dressing was applied. There was no oozing or hematoma.